Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the intensive care unit with diabetic ketoacidosis and treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.